Event description:
It was reported that there was physical damage to the device's w2 cable, between the power and the therapy pcb. The customer contacted physio-control to order a new cable. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the requested part number and price for replacement. The replaced cable will not be returned to physio for evaluation. Root cause of the reported failure cannot be determined.